Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that 840 ventilator had an erratic lower screen. The malfunction did not occur during patient use. The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the liquid crystal display (lcd) panel, which resolved the customer reported problem. The unit passed extended self-testing.